Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty video cable. However, the specific cause of the faulty video cable could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be disconnected. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be disconnected. While using, hold the camera head, not camera cable and operate the endoscope. The camera cable could be disconnected. Never fix the camera cable using such as forceps. The camera cable could be disconnected.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Failure was due to cable failure (broken, disconnected, short circuit) and failure of imaging system components (ccd-u, image sensor failure). In addition to the malfunction documented in b5, the additional evaluation findings are as follows: video connector contact corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the hd camera head to olympus. During the evaluation no image was identified. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.